Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the jaws are not completely open. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to load into the jaws but the jaws would not open completely. The clip was able to load and release. The remaining clips all had the same issue as the jaws would not open completely. The sample was disassembled to look at the internal components. Upon disassembly, it was found that the bottom jaw has bent jaw legs. The bent jaw legs could contribute to the jaws not completely opening. Although all of the clips were able to load even though the jaws would not open completely, the broken ratchet ears and the bent jaw legs could both prevent the clips from properly loading into the jaws of the device. The sample was received with 13 clips remaining in the channel indicating that 2 other remarks: clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, all of the remaining clips were able to load into the jaws. However, the jaws would not open completely. The device was found to have bent jaw legs on one of the jaws and broken ratchet ears which could both affect the end user's ability to properly load and apply clips. The bent jaw legs could also contribute to the jaws not opening completely. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 13 clips remaining in the channel indicating that 2 clips were fired by the end user. A device history record review was performed on the autoend05 ml with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since the clips were able to load, the damages found and the fact that the jaws were not opening completely could cause issues with loading the clips into the jaws. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
The clips would not load correctly and clips jammed with 4 clips before it would clip again 8 clips were wasted. There was no patient injury.

Manufacturer narrative:
(B)(4). A visual nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Verification of failure mode reported in the current manufacturing process could not be performed since the product was not being manufactured at this time. The device history review the product auto end05 ml, lot #73h1600583 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The clips would not load correctly and clips jammed with 4 clips before it would clip again 8 clips were wasted. There was no patient injury.